Event description:
It was reported the dib00 model intraocular lens (iol) was damaged inside the box but the box was not crushed; damage occurred in transit. There was no patient contact as the device never made it into the operating room. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section b-3: date of event: unknown as information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 06-dec-2023 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint folding carton was received crushed, but the tamper seals were intact. The handpiece was received in a sealed sterilization pouch. The handpiece was inspected under magnification. The handpiece was received in the original sealed sterilization pouch. The handpiece was not seated in the tray properly. The handpiece was evaluated while inside the sealed sterilization pouch and displayed no damage. The cartridge was inspected from the sealed sterilization pouch and displayed no damage. The lens was located in the lens module, was seated correctly, and displayed no damage. Complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.